Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal side manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. During failure analysis (fa) investigation, the non-recoverable error 319 was confirmed during review of the system logs and was reproduced during testing in normal mode. The rolling loop harness assembly was replaced to resolve the issue. The usm was further tested, operated with no issue, and was restored to specification.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system displayed non-recoverable error 319. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The review of the site¿s system logs confirmed the occurrence of a recoverable error 40084, followed by the reported non-recoverable error 319, on the system's universal surgical manipulator (usm) 2. The customer was advised to troubleshoot by performing a hard system power cycle and clear the error fault on the vision side cart (vsc) touchscreen; however, the surgeon elected to proceed by disabling the usm 2. The system was confirmed to be in an acceptable and operable state with only three (3) functional usm(s), despite the one (1) usm that was disabled. An isi field service engineer (fse) was requested to investigate the reported event. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.